Manufacturer narrative:
Tw# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported during the procedure, that the hemopro 2 extension cable would not work. They switch out vh-3010, and vh-4020 and still would not work until they switched to another vh-4030. No patient effects or delays reported.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: d10, h3 from "device not returned" to "device discarded", h6 -type of investigation from "4114" to "4115." This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.